Event description:
During the procedure of a left shoulder arthroscopic assisted rotator cuff repair, the mitek machine alarmed "fault." Md noted white tip of mitek vapr side effect electrode to be missing.